Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was damaged resulting in not being able to charge the pump. There was no reported adverse impact to the customers blood glucose level. Customer reverted to manual insulin therapy.